Event description:
Caller reported a continuous glucose monitor error, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, guided the caller through the pump reset process, and the issue was resolved as the pump no longer displayed the error code. The caller successfully started their sensor session.